Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR.: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous mid left anterior descending artery. After pre dilation with a non bsc balloon catheter, an unspecified ivus catheter was used to diagnose the target lesion. The 2.75 x 20mm promus element mr stent delivery system was advanced through a 6fr. Mach 1 guide catheter over a non bsc guide wire, but was unable to cross the lesion. When the sds was removed from the patient, the physician noted that the distal edge of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.